Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarms. Although a specific cause for the driveline fault could not be conclusively determined during this evaluation, based on previous experience, the driveline faults captured in the submitted log files appeared consistent with potential driveline wire compromise. Additionally, the report damage to the driveline was not confirmed as there was no photo, and the device was not returned for evaluation. The submitted log file captured persistent driveline faults alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having driveline fault alarms. The driveline was taped as it was damaged. Log files recorded driveline fault events throughout most of the history. The driveline fault detection circuitry data recorded indicated that there might have been an issue with the monitored conductor in phase c of the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.